Manufacturer narrative:
Investigation of the device log files determined the failure of the infinity m300 to recover its network connection following an offline state was due to a software timing issue within the device's network management system. When the m300 went offline, it would be expected that in order to reconnect, it needed to establish a secure connection and identify the appropriate bed label. In this case, these tasks occurred simultaneously, and the software mishandled the event sequence. This failure in the network state machine resulted in a premature termination of the wireless session, explaining the unexpected discharge observed at the ics. The identified cause will be addressed in a future software release.

Event description:
It was reported that the m300 telemetry monitor was discharging on its own without any user interaction. No adverse patient impact was reported.

Manufacturer narrative:
Draeger has started an investigation, a follow up report will be submitted upon completion.

Event description:
It was reported that the m300 telemetry monitor was discharging on its own without any user interaction.